Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage located at the lcd window found on august 23, 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case battery tube, cracked corner of belt clip rails, cracked battery tube threads, pillowing keypad overlay, cracked retainer, broken end cap, lcd window scratched and stained keypad overlay. Cosmetic damage was confirmed at the lcd window. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that insulin pump had crack in the case and display. There was no damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.